Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 43 mg/dl with unsteadiness when standing and walking associated with an inadvertent infusion issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the bolus history on (B)(6) 2015 reflected the following: 25 units at 11:00am, 1 unit at 3:15pm, and 21 units at 5:31pm. The reporter stated that the pump miss calculated the insulin bolus. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: additional information: the reporter contacted animas on (B)(6) 2015 and alleged that the patient also experienced blood glucose values as high as 417 mg/dl without symptoms. The patient¿s blood glucose reading of 417 mg/dl without symptoms do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.